Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp via a company representative regarding a patient who was receiving morphine 5 mg/ml; (unknown dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the hcp previously noticed swelling at procedures site, fluid accumulation and the patient was in pain. Factors that may have led or contributed to the issue was the patient had uncontrolled diabetes without informing the medical provider before the procedure. The pump was explanted (B)(6) 2018. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6)pounds. No further complications were reported.

Manufacturer narrative:
Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was explanted due to patient infection. The pump was not recovered. There were no further complications reported at this time.